Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified broken shell and others, red particles inside the shell, device was underweight and missing a piece of shell (25-50%). A microscopic analysis was performed which identified broken sharp edge on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.